Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the time and date on the pump had reset and as a result the patient experienced serious hypoglycemia. On an unspecified day, the patient¿s blood glucose reading was reportedly in the 40¿s mg/dl range with unsteadiness when standing and/or walking. The patient did not report receiving third party assistance or any treatments above and beyond the usual routine of diabetes care and management. It was reported that the patient had remained on pump therapy without any recent adjustment to the pump settings. Customer support reviewed the time/date reset issue with the patient and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery and when a new battery was inserted the pump displays the default date and time settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. This complaint is being reported based on the allegation that the patient experienced serious hypoglycemia. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data was unable to verify the reported time/date reset issue. The dates in total daily delivery history went from (B)(6) 2014 to (B)(6) 2015 and then from (B)(6) 2015 to (B)(6) 2014. The battery cap was not returned and a test cap was used for the evaluation. The pump powered up properly. All the buttons responded properly. A rewind/low/prime sequence and a 24-hour basal exercise were executed without incidences. The pump delivery accuracy was found to be within specifications. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the reported time/date issue, the battery compartment was found to have cracked.